Event description:
During a power interrupt to the attached accelerator, the device recorded that 999 mu's were delivered when only 3 mu's were actually delivered. The accelerator is analog based. The mechanical counter recorded 3 mu's. The problem is repeatable.